Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the catheter split in half about four inches from the valve as the physician was slitting it, and then the remaining portion could not be split. The catheter was not used. No patient complications have been reported as a result of this event.